Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 27-aug-2025 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that medication orders were on hold status. A technical support specialist (tss) dialed into the server and verified that messages were crossing over with the current date and time. Patient details were reviewed in patient encounter system (pes) and electronic protected health information (ephi), confirming the patient status was admitted. Upon checking visit and order details, it was identified that med ID (B)(6) was in hold status. Tss advised that the medication would synchronize to pyxis once released. Customer confirmed the issue was resolved and was advised raising a new case if further issues occur. The system functioned as intended after the technical support specialist investigated the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, orders were not crossing over for one patient. The customer confirmed that the orders were present on the server; however, they were not transmitting to the affected device. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.